Event description:
E-mail received from the sales rep. Informed that: "my surgeon notified me yesterday afternoon that he has three patients who received shunts over the past six months who are severely over shunting and it has caused a collapse in ventricles on each patient¿. Additional information: ¿patient had his vp shunt put in for nph on (B)(6) 2013. Pt had some complications with distal tubing becoming blocked. We revised his vp shunt in (B)(6) 2014 then changed distal tubing in (B)(6) 2014". (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
E-mail received from the sales rep. On (B)(6) 2014, provided information regarding the product code number, lot number, shunt placement date and shunt revision date for this complaint.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3184, with lot number cpjbf7, conformed to the specifications when released to stock on the 4th september 2013. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaint. At the present time this complaint is considered closed. Device not returned.